Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Rep reported to me that the device was found to not be discontinuous, as originally reported by the office manager. The device was removed laparoscopic on (B)(6) and replaced with a new device. Surgeon confirmed that the original device was removed when he saw it was on the fundus of the stomach. He implanted a new device after repairing the re occured hernia. Besides dysphagia what other symptoms lead to the discovery of the discontinuous device? - device was found to not be discontinuous. When did the dysphagia begin? - unknown to me. When did the other symptoms (if any) began? - unknown to me. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device product code? - unknown to me. What is the device lot number? - unknown to me. Was the device initially effective in controlling reflux? - yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? - unknown to me. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? - unknown to me. Did the patient have any other surgeries in the area? - none reported by the patient was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. - unknown to me. What is the management plan? They removed and replaced with another linx device. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a lap hiatal hernia, patient complained about linx. Doctor conducted imaging tests and found the disconnected device above the diaphragm. Doctor had previously dilated this patient due to persistent dysphagia. Between implant and imaging, the linx device became discontinuous. Condition is non-emergent but requires operation to remove and replace the failed linx device. Patient is currently waiting for surgery to remove and replace this device. Also, there will be a re-hiatal hernia repair.